Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported the integra matrix wound dressing failed to granulate and remained exposed bone. The patient underwent mohs surgical resection procedure of a deeply invasive scc of the scalp. The periosteum of the calvarium had to be removed to achieve clear margins leaving a large defect (25 cm2) with exposed bone. The integra wound dressing was applied and the wound was monitored weekly and about 50% of the wound failed to granulate and remained exposed bone. On (B)(6) 2021, the wound dressing was removed and reapplied. Surface area where product did not incorporate: 12 cm2. Size of product required to reapply to surface area where product did not incorporate: 5 cm x 5 cm.

Event description:
N/a

Manufacturer narrative:
The integra matrix wound dressing was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.